Manufacturer narrative:
The returned catheter is incomplete (the dongle is missing, so we do not have the serial number). The device received appears to be a pso-v (no temperature wire visible). The catheter has a perforation in the central wall near the 15 cm mark, on the side opposite the capsule. This perforation is located at the usual spot encountered during the final positioning of the mandrel. Due to the absence of a serial number, it is impossible to perform a traceability analysis or determine the manufacturing context of this device, or the origin of this perforation.

Event description:
Multiple csf leakage from the catheter with pneumocephalus requiring catheter replacement.

Event description:
Multiple csf leakage from the catheter with pneumocephalus requiring catheter replacement.